Manufacturer narrative:
Device description reported as unknown scorpio femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patients' right scorpio total knee due to loosening of components. Surgeon removed all components and replaced with triathlon ts total knee system.